Event description:
A biomedical engineer reported that an illuminator lamp burst during a procedure. The auxiliary port was used to complete the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).